Event description:
It was reported that the touchscreen was not working. Additional information was requested on (B)(4) 2014, the following was provided by the sales representative: on (B)(6) 2014 (event date reported as: within the last 2 weeks), the patient (age and gender unknown) had an emergency catheter placement for a fall. The camino monitor was working but the screen was sticking and it was very difficult to toggle between screens. This problem occurred after the surgery. There was no patient injury and no delay in surgery. The cam02 was replaced with another monitor.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.